Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. H3 other text: device not returned.

Event description:
It was reported that the patient's knee was revised. As reported: "pt. Presented with a ruptured patellar tendon, requiring a repair of their extensor mechanism. Dr. Performed a repair of the soft tissue and swapped out the plastic components. All metal components were retained, no complaints were filed against the components themselves."